Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer called to report issues with the insulin pump. Customer reported that the reservoir does not screw in place. Customer's blood glucose at the time of the incident was 74 mg/dl. Advised discontinuation of the insulin pump and revert to back up plan per health care professional. Product is being returned and replaced.

Manufacturer narrative:
The device was received with currents in specification. The device passed rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The device had minor scratched lcd window, cracked case near display window corners, cracked reservoir tube lip and cracked lcd window.